Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. Reportedly, when the physician pulled the needle plunger out, no suture was present. The device was removed and a second proglide device was attempted with the same results. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Device #2, perclose proglide lot #63017-6h, indicated is being filed under a separate medwatch MFR number.